Event description:
During spine surgery in (B)(6), the surgeon reported a mal-positioned pedicle screw. The pedicle screw needed to be removed and repositioned. The stealthstation treon treatment guidance system was being used at the time of event.

Manufacturer narrative:
Pt ID not available at time of report but requested. Device is currently being evaluated on site.